Event description:
A caller reported that the pump display was frozen, specifically on the bolus screen. There was no adverse impact to the customer's blood glucose level during this event. The caller attempted to clear the display with a button alarm but was unsuccessful. Technical support provided complete pump reset information, and the caller chose to reset the pump, resolving the issue.